Event description:
Femur guide did not seat. Floated in trochlear groove.

Manufacturer narrative:
Methods - segmentation and jig review. Results: segmentation and jig review shows failure to follow established segmentation rules.